Event description:
It was reported the pt no longer had stimulation and was unable to communicate with her ipg using the external devices. The sjm rep confirmed the issue. The pt was to be scheduled for an x-ray to determine the position of the ipg.

Manufacturer narrative:
Correction # 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.